Event description:
Reporting status: malfunction; reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously; device issue: stent dislodgement. It was reported that the mini vision stent dislodged from the stent delivery system balloon during preparation of the device. Therefore, the mini vision stent was not used on the patient. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast on the shaft and sidearm and in the balloon and inflation lumen. The protective sheath was returned along with this sds. The stent returned completely dislodged from the balloon. No damage to the stent was noted. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were bends in the hypotube 36 cm and 71 cm distal to the strian relief tubing. There was no other damage to the catheter. A laser micrometer was used to measure the stent outer diameters. These dimensions met manufacturing criteria. Pin guages were used to measure the inner diameter of the protective sheath. This met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent had dislodged from the balloon during preparation of the sds. Results from the analysis of the returned sds confirmed the stent dislodgement. Visual inspection noted no damage to the stent. Mechanical damage was noted along the proximal shaft (hypotube). This mechanical damage most likely occurred when packaging the sds for transit back to abbott for analysis, as no additional damage was reported during the pre-use inspection. The returned balloon was loosely folded, with crimp marks visible between the balloon marker bands. The dimensional inspection of the balloon protective sheath inner diameter and crimped stent outer diameters were found to be within specification. Additionally, all online testing for this lot met the stent security criteria, which would indicate the unit had an adequate crimp. Other potential causes of dislodgement, as observed in past incident, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information suggests any of these causes is the most likely cause, but from the case information and returned sds analysis, this does not appear to be a manufacturing related issue. A definitive root cause for the stent dislodgement in this case cannot be determined. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.